Event description:
Discordant, falsely low creatinine results were obtained on three patient samples on an advia 2400 instrument. It is unknown if the discordant results were reported to the physician(s), but a scientist questioned the results. The samples were rerun on another analyzer and resulted higher and it is unknown if the rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low creatinine results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered multiple parts requiring replacement including mixers, seals, cuvettes, lamp, spectro and dmix reciprocal motor. The cause of the discordant, falsely low creatinine results is unknown. Siemens is investigating this issue.

Manufacturer narrative:
The initial MDR 2432235-2013-00299 was filed on june 28, 2013. The discordant results were reported to the physician(s). The instrument had been monitored for a week and has been stable.